Manufacturer narrative:
The device was returned and the evaluation did not confirm customer complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope displayed an e216 scope communication error code. The issue occurred during an unknown event. There were no reports of patient harm.

Event description:
The customer reported that there was no delay, and no patient was under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, e1 and h6 (type of investigations code missing) additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the probable cause of the "e216 error" malfunction could not be determined. During testing, the reported error did not occur. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2,'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor field performance for this device.